Manufacturer narrative:
.

Event description:
Reportedly it was impossible to extract the lead from the connector port of the device crt-p (biotronik), despite the use of physiological serum and oil. The physician needed to destroy the connector area of the pacemaker to retrieve the lead. After verification of the electrical parameters (all good), it was impossible to reinsert the lead to the new crt-p (boston) even using oil, the physician needed to use an adaptor (medtronic).

Event description:
Reportedly it was impossible to extract the lead from the connector port of the device crt-p (biotronik), despite the use of physiological serum and oil. The physician needed to destroy the connector area of the pacemaker to retrieve the lead. After verification of the electrical parameters (all good), it was impossible to reinsert the lead to the new crt-p (boston) even using oil, the physician needed to use an adaptor (medtronic).